Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that it had a missing knob and damaged case. The device failed incoming functional test ¿menu dial¿ upper case was broken with encoder pushed inside of device. It was further noted that display wire was pinched (wire insulation was exposed), hanger assembly was bent, capacitor was damaged on main printed circuit board (pcb), keypad was damaged, lower case was broken, label was damaged and two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was damaged and there was a control knob missing. It was noted that the case was damaged. The epg was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.